Event description:
It was reported by the customer's mother that the insulin pump battery cap was damaged. Customer states they are unable to remove the cap and it is stripped. Customer stated they could not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 50 mg/dl at time of event. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.